Manufacturer narrative:
H3: device evaluation anticipated but not yet begun.

Event description:
Colostomy takedown and left colectomy. Ralc45 dlu performed as intended. The unit calibrated, opened/closed without difficulty, got into firing range, pc read "firing complete" message and the anvil opened freely after it was fired. While performing the side-to-side anastomosis, the device was closed on two or three allis clamps that were being used to hold the common opening in place. The surgeon removed the device after it was fired and noticed malformed staples on the distal side of the cut toward the open end of the dlu. A single stitch was used to secure the area and complete the case.